Event description:
A pt 's nurse contacted zoll customer support to report that the charger would not charge the batteries. The patient received a replacement battery charger.

Manufacturer narrative:
Device eval of battery charger sn (B)(4) has been completed. The reported problem (does not charge) has been confirmed. As received, the charger would not charge a battery pack. The cause of the inability to charge a battery is a defective power unit. The cause of the defective power unit is disconnected pins in the connector. The root cause for the disconnected pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the defective power unit. The patient received a replacement battery charger.